Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "no interventions done on the patient - care was withdrawn and pump explanted. I do not have the pump- no return kit required."

Manufacturer narrative:
Patient-specific information a5: ethnicity and a6: race are unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device and then escalated to an impella 5.5 device for mechanical circulatory support (mcs). Subsequently the patient was suspected of having sepsis and later noted again, experienced multiple frequent runs of torsades de pointes and expired. The patient was found to be in cardiogenic shock and was started on levophed and placed in bilevel positive airway pressure. Catheterization was completed and diseased left main was noted. The decision was made to place an impella cp device, which was successfully completed and 17 days later the patient was transferred for higher level care. The decision was made to postpone escalation to an impella 5.5 some time after the percutaneous coronary intervention (pci). The patient was taken back to the catheterization lab for high-risk pci which was completed. Two days later the optical sensor stopped giving a signal and the purge flow became blocked. A decision was made to explant the impella cp in the operating room with vascular cutdown and have cardiothoracic surgery on standby for an impella 5.5 placement if the patient required more support. It was noted the impella cp peel away sheath remaining in place and appeared to be clotted off. During explant and after, the patient did not require more support and vitals were stable. The decision was made not to place the impella 5.5 device, and the patient was extubated and sent to the intensive care unit. However, later this day, the patient decompensated requiring reintubation and high dose pressors. The impella 5.5 was emergently placed, and the patient was taken back to the unit on impella 5.5 mcs. The following day, it was noted the patient was possibly septic and had an increase in pressor dose. Lactate climbed overnight to 3.2 but was now trending down at 2.2. The impella 5.5 device was running at p-9 and maintained at p-9 until pressor support could be weaned. The patient remained sedated due to agitation, but sedation was reduced as tolerated. Discussions were made regarding strategies around revascularization of the left anterior descending artery if weaning is unsuccessful. Impella support continued. Four days later, however, it was noted that the patient had multiple frequent runs of torsades de pointes. Pressors have continued to wean down. The patient was awake and able to talk this day. The following day, pressors continued to be weaned, and the patient was still having runs of torsades/ventricular tachycardia, although less frequent. The impella 5.5 device was reduced to support level p-8 and continued to wean as noted the following day. Of note, there was no swan-ganz catheter in place, and the central line was not set to transduce. All labs remained normal, and the team was working toward left ventricular assist device work up. However, the following day, the patient was reintubated as every time the impella 5.5 device was weaned down the patient went into ventricular tachycardia. Pressors were started after reintubation. The patient was kept sedated. The plan was to remain as is and try to extubate the following day if tolerated. Over the next two days it was noted the impella ran at high levels with an attempt to wean pressors as tolerated. An attempt to clear the lungs was made to extubate. However, the patient¿s status remained unchanged. Urine output was adequate, and it was noted the patient was administered one unit of packed red blood cells. Now day 12 of support the patient was noted looking septic. This day the patient expired. Due to the continuous decline, the family decided to withdraw all care.

Manufacturer narrative:
Additional information was subsequently received and noted the following: the cause of death as not due to the pump. Sepsis was not confirmed but rather a small infection that was treated. The cause, assumed, was the impella cp being placed with questionable sterility. And lastly, the arrhythmia presented when support was reduced. The cause of this was not stated and the reason for transfusion was not state. However, there was no continuous bleed. Medical safety review. Medical safety reviewed the event. The first event describes access site thrombus requiring intervention. This is a serious injury attributed to the introducer. The event involving the impella cp was purge issues; the purge pressure rose, and the patient had sat upright and damaged the purge sensor. The optical signal was unreliable. The pump was explanted. During impella cp explant and after, the patient did not require more support and vitals were stable. The decision was made not to place the impella 5.5 device, and the patient was extubated and sent to the intensive care unit. However, later this day, the patient decompensated requiring reintubation and high dose pressors. The impella 5.5 was emergently placed, and the patient was taken back to the unit on impella 5.5 mechanical circulatory support. The following day, it was noted the patient was possibly septic and days thereafter the patient would experience runs of torsades de pointes. Performance level was reduced and every time the device was weaned down the patient experienced the ventricular tachycardia. The cause was not provided, unnoted. Additional information noted the sepsis was not confirmed. However, a small infection was treated and the cause, assumed, was the original impella cp being placed with questionable sterility. The patient condition remained unchanged and eventually the patient expired; care was withdrawn. Regarding the impella cp device, there was a device malfunction, but it did not contribute to the death outcome. The cp was explanted and patient continued support with the impella 5.5 device. Additionally, there is no information that indicates or suggests that the patient expired from the small infection. The event involving the impella cp is a serious injury type of reportable event. The impella 5.5 was in at the time of the patient's demise. Conservatively the death should be reported as the impella 5.5 device was in use at the time of expiration. There is no information that indicates or suggests that the patient expired from arrhythmic events. The arrhythmia presented with support was reduced. The patient's underlying condition contributed most to the death outcome. Due to the continous decline in the patient's condition from the cardiac event, the family decided to withdraw all care and this led to the patient expiring. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the tachycardia and sepsis, in order to make a cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device report is now one of three devices associated with the event story (a complaint was created for the introducer). Refer to the related manufacturer report numbers as noted in section h10 for the medical device report on the impella cp and introducer.